Event description:
The user facility reported that during an unspecified procedure the jaw stopped functioning. There was no pt injury reported and the procedure was completed.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the reported event, and was informed that during a therapeutic bladder stone removal the jaw of the grasping forceps/biopsy forceps stopped working. Not all of the stone was able to be removed, and the pt was rescheduled for a lithotripsy procedure. There was no pt injury reported. The subject device was returned to olympus for eval. The eval found that the returned device had a broken jaw insert tip at the finger support area, which likely caused the jaw to stop working. Further eval of the subject device revealed that the tip of the device was bent, and cracked solder which likely caused the tip to break. The device was forwarded to the original equipment MFR (OEM) for further investigation. If add'l, and significant info become available at later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.